Manufacturer narrative:
The investigation determined a non-reproducible, higher than expected troponin I result was obtained from a single patient sample using vitros troponin I es reagent lot 3780 on a vitros 5600 integrated system. No information was provided other than the vitros tropi es lot number, assay results, and date of the event. The assignable cause for the event could not be determined with the information available, however the possibility that an unexpected vitros tropi es reagent performance, pre-analytical handling issue, a sample related issue or an unexpected vitros 5600 system issue had contributed to the event could not be ruled out. A complaint review did not identify an ongoing vitros troponin I es lot 3780 issue. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros troponin I es lot 3780. Email address for contact office in field g1,2 above is (B)(6).

Event description:
An ortho laboratory specialist contacted the ortho technical support center (tsc) on behalf of the customer to report they obtained a non-reproducible, higher than expected troponin I result on a patient sample using vitros troponin I es (tropi es) reagent on a vitros 5600 integrated system. Vitros tropi es lot 3780 = 2.32 ug/l, expected <0.01 ug/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number 0400024292/ ivd 481849.